Event description:
Fax report from facility states, "ventilator audible alarm was not working. Pt was changed to another vent. (According to family... The 'machine has been very quiet lately.')" An additional fax report stated, "ventilator was changed out without complications to the pt. The ventilator worked normally, except for the audible alarms. Visual alarms worked properly." Per risk management, pt's vitals did not change. It is determined what alarm parameter was believed to have been violated.